Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose for the past two days. The customer's most glucose reading was 130 mg/dl and has treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and passed. Performed the high pressure test and the insulin pump failed the test. No further info was performed.